Manufacturer narrative:
The product will not be returned so no eval is possible. The customer experienced difficulty when trying to inject the pod with insulin during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though no "crackling" noise was noted in this report). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin". The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.

Event description:
The customer reported that he had difficulty filling the pod with insulin. Despite this, insulin was forced in and the pod was placed. Over the next two days, he experienced sporadic high bg's (260-437 mg/dl). The pod was deactivated but will not be returned for eval.